Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer cubie failure. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4 was failed. A technical support specialist (tss) resolved the issue by properly rebooting the station. The tss logged into the system, navigated to the maintenance section, and selected the reboot device option and restored its functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that a bd pyxis¿ medstation¿ es auxiliary had drawer cubie failure. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.